Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns 15 patients of unknown demographics who received treatment with synvisc one and later after unknown latency had adverse events (unevaluable event) and device malfunction was identified in the reported lot number no past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: not reported). On an unknown date, after unknown latency the patients had adverse events (unevaluable event). Since an unknown date, after unknown latency device malfunction was identified in the reported lot number action taken: unknown corrective treatment: not reported for both the events outcome: recovering for both the events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced unspecified reaction. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.